Manufacturer narrative:
(B)(4). As the device was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a customer who experienced a connection issue between an unknown baxter cassette and an unknown drain bag. This occurred during use; however, the patient was not connected at the time of the event. The customer described the connection issue as "the bag does not connect," (details not provided). The technical services representative assisted the customer in connecting the bag. There was no report of patient injury or medical intervention associated with the event. No additional information is available.